Event description:
The site reported that the prostatron's water reservoir ran up through catheter into pt's bladder and back out emptying the water tank. It was also very difficult to get the catheter out of the heat sealed package. This event is being reported because a similar event could result in a serious injury.